Event description:
It was reported the patient felt ipg pocket heating lasting for an hour. The patient reported when he turned the stimulation back on, the heating went away. Also if he pressed on the pocket site, he had the same sensation. The issue was only temporary, in that the next day the symptom was no longer present. On (B)(6) 2011, the patient met with the sjm representative and his physician. There were no other incidents reported. The system was interrogated with normal impedance. The patient was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.